Event description:
Facility personnel reported pt on 1550 device had more weight removed than goal set. Health care professional reported no pt injury resulted from this event. Lack of info prevents more details to be reported regarding this event.